Manufacturer narrative:
(B)(4) for the reported event: generator intermittent energy delivery. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the cover of the unit has several stickers and scratches; however the unit appears to be in fairly good condition. All knobs and switches functioned properly. The unit passed the endostat iii return evaluation procedure and was within all test parameters. The condition of the returned device was not consistent with the complaint; the complaint was not confirmed. The unit passed the endostat iii return evaluation procedure and is within all test parameters. All connections inside the unit were checked and wires were manipulated while the rf was activated in all modes and no problems could be found with the output. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an endostat iii rf generator was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the procedure was completed with this generator; however, the energy was being delivered intermittently. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (b)(60 2013 that an endostat iii rf generator was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the procedure was completed with this generator; however, the energy was being delivered intermittently. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.